Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that during the care of a patient the defibrillator failed to pace.the symptom was observed while the device was in use on a patient. There was no report of harm or patient impact.